Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple devices had connectivity issues and devices in building b had been slow, which seemed to be a network issue. A technical support specialist had confirmed that the issue had been resolved by hospital information technology (hit) team or reboots. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the multiple devices had connectivity issues. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.